Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test +7.25%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition with complaint of failed accuracy test. This device has not been serviced in the past. Reported problem of "failed accuracy test +7.25" was not duplicated with accuracy testing. Test results failed for over infusion. The cause of the customer's reported problem is an above average expulsor. Device passed all functional tests. The expulsor was trimmed to correct the issue. The device passed all functional tests.